Manufacturer narrative:
Summary: an unused reciproc blue file r25 8/100 31mm 025 was returned. Involved instrument that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1659398, #1660120, #1662690 and #1662690). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury occurred.